Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2017: no further information could be obtained up to date. Company causality comment: this non-medically confirmed spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain ("I would always be in pain sometimes could not get out of bed") three weeks later. She was treated with oxycodone. No further medical information was provided. Pain is assessed as serious due to a reported disability and its medical significance and it is anticipated according to essure's reference safety information. After essure insertion, abdominal, back, pelvic or uncharacterized pain may occur. Considering the compatible temporal relationship and the event's nature, causality of pain with essure cannot be excluded. This case was considered incident, since the event led to a serious injury. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information could not be obtained.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5067025) on 17-jan-2017 and was forwarded to bayer on 17-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("I would always be in pain sometimes could not get out of bed") in a female patient who received essure for female sterilization. Concomitant products included zolpidem tartrate (ambien) and sertraline (zoloft). On (B)(6) 2012, the patient started essure. On (B)(6) 2012, 21 days after starting essure, the patient experienced pain (seriousness criteria disability, medically significant and clinically significant/intervention required). The patient was treated with oxycodone. At the time of the report, the pain outcome was unknown. The reporter provided no causality assessment for pain with essure. Company causality comment: this non-medically confirmed spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain ("I would always be in pain sometimes could not get out of bed") three weeks later. She was treated with oxycodone. No further medical information was provided. Pain is assessed as serious due to a reported disability and ist medical significance and it is anticipated according to essure's reference safety information. After essure insertion, abdominal, back, pelvic or uncharacterized pain may occur. Considering the compatible temporal relationship and the event's nature, causality of pain with essure cannot be excluded. This case was considered incident, since the event led to a serious injury. A product technical analysis is being sought. Further information is awaited.